Event description:
(B)(4). Since having essure, I've experienced migraine headaches, clouded vision, blurred vision, loss of vision, heart condition, stroke, heaving bleeding, cramping, bloating, stomach infections, back pain, leg, arm joint problems, muscle spasms. Several hospitalization, hysterectomy, removal of gallbladder, blood clots resulting in lifetime blood thinners. Weight gain, lose of speech due to stroke. Gastrointestinal problems, hyperactive thyroid, anxiety, depression.